Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
During pretest the cuff did not inflate. There was no patient involved.